Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Corrections: in initial report, (B)(4) was provided, however was not described. This report has updated sections accordingly: (B)(4) is provided for starbursts. (B)(4) is provided for visual disturbances all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: (B)(6) 2019. Explanted; give date: lens still implanted in the patient eye. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after a surgery took place on the (B)(6) 2019 were was implanted a multifocal lens, model zxr, patient noticed that distance visual acuity was better than 6/6 prior to surgery. His vision is now worse than it was prior to surgery at all distances. He requires to wear glasses. Observed starbursts glare and haloes. He has suffered a loss of contrast perception and struggles with depth perception.he is unable to drive in the dark due to dysphotopsia. His vision is greasy and blurred. It is deteriorating. The patient has attended his gp and has been referred to his local hospital. All information available were submitted.